Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. It was reported that a cardiac tamponade occurred. Ablation was performed prior to the use of rf needles, pericardial effusion, or tamponade. An irrigation catheter was used. The electrical current is 50 w with 15 ml. Because of the current entry regulations, cases cannot be witnessed. Therefore, the details are unknown, whether the information was from the agency or not. The procedure itself was stopped. The status of the patient at the time of the call is unknown. The generator used in the case was a smartablate generator. Transseptal puncture was performed with radiofrequency (rf) needle. The adverse event was discovered during use of biosense webster products. The event occurred during ablation phase. Force visualization features used were dashboard and vector with tag index. This will be conservatively coded as cardiac tamponade even though they do not provide intervention details as they included those words in the event description. Additional information has been requested. Should additional information become available this complaint will be reassessed accordingly.